Event description:
During iabp, the "rapid gas loss" alarm sounded from the system 97 pump. The customer tried to change to another pump, but the 'gas leak" alarm sounded.(event complications: none from the event - reported 11/14/96.) (Pt's current status: unk - rpt's 11/14/96.